Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The universa firm ureteral stent was placed in the patient with instructions for the patient to remove after 72 hours. However, the tether on the stent broke and the patient had to return to the doctor for removal. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. No product or images were returned to assist with this investigation. The IFU details: "the stent may be removed easily by gentle withdrawal traction using endoscopic forceps." There is no evidence to suggest that the device was not manufactured to specification. Based on the information provided, the root cause is unable to be determined or reported at this time. Per quality engineering risk assessment, additional action is not required at this time. The residual risk remains at an acceptable level. We will continue to monitor for similar complaints.

Event description:
The universa firm ureteral stent was placed in the patient with instructions for the patient to remove after 72 hours. However, the tether on the stent broke and the patient had to return to the doctor for removal. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.